Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k)#: p190006.

Event description:
It was reported that the patient with this neurostimulator had an open impedance since may 2024. The patient also had a fall and had a red light on their remote. The patient intended to do a revision surgery a while back, but was unable to due to an adrenal tumor. The device was reprogrammed and replaced to get around the open impedance issue. Currently, the revision occurred and the device was removed and replaced. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A media inspection was performed, in the pictures provided one of the impedances is open. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code selected for this complaint is unable to exclude device problem.

Event description:
It was reported that the patient with this neurostimulator had an open impedance since (B)(6) 2024. The patient also had a fall and had a red light on their remote. The patient intended to do a revision surgery a while back, but was unable to due to an adrenal tumor. The device was reprogrammed and replaced to get around the open impedance issue. Currently, the revision occurred and the device was removed and replaced. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator had an open impedance since (B)(6) 2024. The patient also had a fall and had a red light on their remote. The patient intended to do a revision surgery a while back but was unable to due to an adrenal tumor. The device was reprogrammed and replaced to get around the open impedance issue. Currently, the revision occurred and the device was removed and replaced. There were no patient complications.